Manufacturer narrative:
Constant alarms noted during rewind due to out of phase motor encoder signal. Unable to perform functional test including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm due to alarm. Unable to confirm error alarms or unexpected pump time reset due to alarms. Cracked reservoir tube lip and scratched display window noted.

Event description:
The customer reported being in the hospital for a diabetes infection, and an MRI was performed. The blood glucose reading at time of call was 190mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. The customer mentioned that the insulin pump alarmed motor error. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.